Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Unrelated to the complaint, the down and ok buttons were intermittently unresponsive.there was no visible damage on the keypad. Contamination was present under the contacts of all buttons. The bolus button cover was damaged but functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.